Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 tissue welder was getting caught in the cannula. They used this device to complete the case. There were no patient effects. The lot number is unknown. The product was discarded.